Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 389033, lot# j0301164v, implanted: 2004 (B)(6); product type lead product ID 389033, lot# j0427841v, implanted: 2004 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device was at end of service and there was not an allegation of dissatisfaction with the implant longevity. The patient had problems with the wire in his neck stating that stimulation ¿was doing me no good¿ and that it moved slightly and would stop working. The patient reported that his wire and stimulation problems had been going on for three years.

Event description:
It was reported that compatibility guidelines were requested for MRI. The MRI was being done because, the patient was trying to get some wires replaced. The current leads were not in the right place. He was pretty sure they were out of place because, they would not work unless he would tilt his head down low. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.